Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that water had infiltrated the device which caused corrosion and rust and the device is destroyed internally.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.